Event description:
It was reported that the silicone on the flange on a standard trach 4.0, 41l, cuffed trach near the shaft of the trach on the left side near where the pilot balloon is located is cracked almost completely all the way detached. Custom trach was defective after one use. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample was received in used condition. During the visual inspection a partially broken flange was observed. The reported problem was confirmed. Functional testing was not performed. The customer's problem was confirmed. The root cause will be implemented in a CAPA. The action implementation plan will be addressed through CAPA. The device history review of the reported lot number found no non-conformities during the manufacturing process.